Event description:
Additional information received from the patient reported that the system was removed on (B)(6) 2015 and she was not sure what all was removed or replaced.

Manufacturer narrative:
(B)(4).

Event description:
The consumer implanted for multiple back operations and post laminectomy pain reported that she had her implantable neurostimulator (ins) replaced on (B)(6) 2015 due to an infection. The cause of the infection was not known. The health care professional (hcp) discovered there was an infection with the ins and had it replaced. The infection had already been addressed and the ins was replaced.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from healthcare professional (hcp) reported that the patient was presented to the office with clear evidence of infection. The patient did not have systemic signs, but her battery site and her lumbar wound were both very red and purulent. The device was removed on (B)(6) 2015 and she was taken to the recovery room in stable condition.